Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was found to have an improper flow. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated and h6 (medical device problem code) updated. The device was returned to zoll medical corporation for evaluation. The device was evaluated for a runtime calibration failure, offset self-check failure, and leaking failure. The calibration and self-check errors indicated issues with maintaining accurate pressure readings, while the leaking failure suggested a possible gas pathway breach. The device passed testing and internal inspection without any discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was found to have an improper flow, "runtime calibration failure - 1051" and "off set self check failure - 1174" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.